Event description:
It was reported that, after initial lithotripsy procedure and before patient discharge, patient experienced non functioning kidney due to pelvic ureteric junction. The procedure was completed successfully. There was no relationship reported between the reported non functioning kidney due to pelvic ureteric junction and the device itself.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefor, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that, after initial lithotripsy procedure and before patient discharge, patient experienced non-functioning kidney due to pelvic ureteric junction. The procedure was completed successfully. There was no relationship reported between the reported non-functioning kidney due to pelvic ureteric junction and the device itself.